Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues with her infusion sets. She stated that her blood glucose has been rising from 400 mg/dl to 500 mg/dl and that she has had to replace the infusion sets but nothing has been wrong with them. The customer said that when she does, her blood glucose elevates and she has to treat with shots. The insulin pump will not be returning for analysis. The infusion sets will be returning for analysis.